Event description:
An issue was reported concerning battery depletion, and the customer declined further troubleshooting. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.